Event description:
Covidien received the following report: medwatch uf / importer report (B)(4). Details of the report state that when the pt woke from sedation post operation the tube appeared to be "flat" between the pt's teeth. The physician stated that a suction catheter could not be passed through the tube due to a possible kink in the tube. The physician noted an audible cuff leak with a presumed ruptured pilot balloon. Covidien is attempting to gather further details surrounding the circumstances of this report.

Manufacturer narrative:
The caller indicated that the sample associated to this report is expected to be returned to the mfg site for analysis but has yet to be received. If the sample is received a summary of the sample analysis will be provided in a supplemental report.